Event description:
It was reported that a malfunction alarm identified as malf 06 occurred on pump, with no notable events happening before issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood guidance.